Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: fold creases, wear abrasion, brown particles, curved opening. A leak test was perform and were found two openings. A microscopic analysis identified: a curved striated opening on radius side assessed as surgical damage and a curved sharp opening on valve bond edge assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap). Fill inspection was performed and identified no blockage in the valve.

Event description:
Health professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a left side deflation. Device has been explanted.